Event description:
Pin broke off at the tip upon insertion into the patients right femur.

Manufacturer narrative:
Device will not be returned. According to the investigation, the root cause was attributed to a r&d/design-related issue. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. R&d maintenance took over this case within the framework of a potential recurring situation identification board and reported the following: "the potential to improve the insertion behaviour shall be investigated". Tolerance field of the tip is to be reduced. (B)(4) has been opened and will address this failure mode.

Event description:
Pin broke off at the tip upon insertion into the patients right femur.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.